Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but could be obtained due to privacy issues.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the device history record and the event history log was performed. The review of the device history record revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The review of the event history logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was last serviced more than one year ago, therefore, no service history review was done. The results of the sample analysis revealed that during visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. There was no non-conforming product identified related to the reported problem. There was nothing found during this device evaluation that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.